Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2021, that the telemetry system went offline at central for approximately 1 hour and 15 minutes. There was no reported injury.